Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: all staples deployed and formed appropriately. The bleeding was more than oozing. Some of the bleeding is immediate, some of it is delayed. Some bleeding appears to come from the staple line, and sometimes the bleeding appears superior to the staple line. The surgeon used 2 clip appliers to clip the staple lines. The patient has received multiple units of blood post op to treat bleeding.